Event description:
It was reported that the reusable endoscope sheath, distal end beak cracked. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure. The cause of the damage is considered to be overloading and deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.